Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an ipg explant procedure.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an ipg explant procedure. Additional information was received that the explanted ipg was a medtronic device.